Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 001309191 was returned and analyzed. Visual inspection of the shaft area was performed. No anomaly was observed along the shaft and tip. The inspection of the handle identified a kink at the side port tube. The native dilator was not returned with the sheath. The steering mechanism and deflection test were performed. No anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test showed the pressure decay in the device was in an acceptable range. The vacuum test showed the pressure decay in the device was in an acceptable range. In conclusion, the sheath failed return inspection due to a side port kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an error message was received stating that the system detected insufficient flow at the start of the application indicating the treatment underflow was fast, an error message was received stating that the system detected blood in the catheter handle and stopped the vacuum and an error message was received stating that the system detected blood in the catheter indicating there was blood detected at the patient board (catheter shaft impedance wire blood detection). The console was switched out and another system notice was received. The balloon catheter, sheath and auto connection box were replaced and the coaxial umbilical cable was replaced twice without resolve. The catheter was replaced a fourth time to resolve the issue. It was noted that the three balloon catheters were noted to have visible blood. The case was completed with cryo. The console was inspected and no visible blood was found in the console. No patient complications have been reported as a result of this event.